Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR¿s report number: 1222780-2012-00287. During a myosure procedure for uterine tissue removal, there was a fluid deficit immediately after the physician started to cut the fibroid. At ¿3 minutes¿, the pt¿s fluid deficit was 2700 cc. Saline was used for the distention medium. The physician suspected a perforation and aborted the myosure procedure. A hysteroscopy was performed, but no perforation visualized. At this point, the physician then performed a novasure endometrial ablation and received three unsuccessful cavity integrity assessment (cia) tests. The physician aborted the novasure and performed a hysterectomy at the pt¿s request. The patient did not exhibit symptoms of fluid deficit and there was no intervention to the patient due to the fluid deficit. On (B)(4) 2012, it was reported the pt was ¿doing fine¿.

Manufacturer narrative:
Serial number of the myosure control unit, hysteroscope and aquilex fluid control system not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).